Manufacturer narrative:
No hardware parts from the system were returned. Software analysis and on-site testing determined the temporary issue to be related to the detector, however, the detector was not returned to the manufacturer.

Manufacturer narrative:
Patient information was unavailable from the site. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that a time out error happened when one tried to do fluoroscopy calibration. Multiple errors indicate an internal virtualcp issue (pleora). Issue was resolved by reboot of the system. A system checkout was performed after reboot and the system functioned as intended.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that when preparing to scan the patient, navigation did not see the imaging system. The site rebooted the system and were able to continue with the case. There was no surgical delay and no impact on patient outcome.